Event description:
It was reported by two device nurses, that post implant, these devices have triggered an out of range lead impedance alert in a few patients. Interrogation of the devices has revealed no lead issues. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).